Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient experienced the peritonitis manifested by abdominal pain and cloudy effluent. Three days later, the patient was hospitalized for the peritonitis. On an unknown date, during this hospitalization, the patient started treatment with ceftazidime (1gm, daily and route not reported). On an unknown date, during this hospitalization, the patient was retrained on proper aseptic technique. Five days after being admitted to the hospital, the patient was discharged. The outcome of this episode of peritonitis after the hospitalization was unknown. Seven days later, the patient again experienced the peritonitis and was again hospitalized that same day for the event. The therapy with ceftazidime was continued even during the second hospitalization. On an unknown date during this hospitalization, the patient started treatment with unspecified antibiotics (dose and frequency not reported) intravenous (IV) along with the ceftazidime. The patient was still in the hospital and recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.